Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had been experiencing low blood glucose (bg) since receiving her replacement pump, as low as 24mg/dl. The patient stated she could feel the low bg but did not specify symptoms. The patient stated she was unsure of what her pump settings were supposed to be. Customer technical support reviewed the pump with the patient an found all settings and histories matched up. No defects were found during troubleshooting. The patient was advised to follow up with her healthcare provider to confirm her pump settings. This complaint is being reported based on the allegation that the patient experienced hypoglycemia with use error as a possible cause or contributor, in that the patient was unsure if she was using the correct pump settings.